Event description:
Procedure type: sigmoid resection. According to the reporter: the staples reportedly did not seem to fully close and there was an intra-operative leak. The surgeon stated he thought the tissue was too thick. Suture was used to reinforce the area. Surgery time was extended by more than thirty minutes, and blood loss of more than 250cc occurred. The patient is in well current condition.